Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchorage system folded and broken. The procedure was delayed five minutes. They took another device identical to the first one. The patient has been treated as intended. There was no patient harm. Additional information was received on 04march2021: the procedure performed was a selective arteriography. A 5f terumo sheath was used. We use this size of introducer sheaths to be able to then close angio-seal after. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The problem was when inserting the introductory straw: it was folded. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly with exposed collagen was returned for evaluation. No other components were returned. Upon visual analysis, the collagen was completely exposed from the carrier tube slit and the bypass tube was not found. Tamper tube didn't exit the carrier tube shaft. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. The od of the carrier tube shaft was measured and found to be 0.081'' and which was within the specification of 0.080" +/- 0.005 defined in the engineering drawings active at the time of manufacturing. The complaint could be confirmed for the bypass tube detachment upon investigation. It is likely that the anchor and collagen were pulled out of the carrier tube shaft along with the bypass tube. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The carrier tube was within the dimensional specification and no other anomalies were found. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).